Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the device was deformed after the first polypectomy. The edge was not sharp enough and it tears the mucosa during the cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Additional information received on september 9, 2024. It has been confirmed that that anatomy location was in the colon.

Manufacturer narrative:
Block b3: approximated to june 1, 2024, based on the date the manufacturer became aware of the event. Block h2: additional information: block e1 (initial reporter first and last name, initial reporter address 1 & initial reporter city), block e2 (health professional?), block e3 (occupation), b5 (describe event or problem) has been updated based on the additional information received on september 9, 2024. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Manufacturer narrative:
Block b3: approximated to june 1, 2024 based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a050702 captures the reportable event of loop failure to cut.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a polypectomy procedure performed on an unknown date. During the procedure, the device was deformed after the first polypectomy. The edge was not sharp enough and it tears the mucosa during the cut. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.